Manufacturer narrative:
The lot number was provided a lot history review was performed. The device was returned for evaluation. The investigation confirmed for material puncture/hole and unconfirmed defective component. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model nnu12lpt catheter, irrigation allegedly experienced defective component and material puncture/hole. The information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided for the patient.